Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy when the pod was activated; the pink slide also did not move forward, which indicates a needle mechanism failure. The pod was worn for less than one hour and there were no high blood glucose levels reported.

Manufacturer narrative:
The received pod was not deployed. Pod download data revealed that the first priming sequence ended prematurely due to rotational sensor malfunction, resulting in early completion of the second priming sequence without deploying the needle. During investigation, discontinued horizontal score marks made by the rotational sensor springs were found on one of the commutator cap fingers. This indicated a poor continuity between the commutator cap and rotational sensors, causing the rotational sensor malfunction.